Manufacturer narrative:
Device was investigated, and no issues were found that would impede the device¿s ability to deliver insulin. No timeouts or drive stalls were observed on the data.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital, via ambulance and admitted for 3 days, due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 440 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin.